Manufacturer narrative:
(B)(4).

Event description:
The customer has been having ongoing issues with qc and patient results when tested for ise indirect na, k, ci for gen.2 on one channel of the cobas 8000 ise module. The customer has been having intermittent issues with ise results since (B)(6) 2017. The customer stated the field service engineer (fse) was onsite on 12-mar-2018 and the analyzer was taken apart and cleaning was performed. The module worked fine until (B)(6) 2018. The customer provided examples of results for 2 patient samples. Based on the data provided, the na results for 1 patient sample were discrepant. The initial na result from channel 2 of the ise module was 146 mmol/l. The sample was repeated on channel 1 of the same ise module and the result was 140 mmol/l. The customer thinks the repeat results are correct. The incorrect result was not reported outside of the laboratory. The customer has masked the results from channel 2 of the ise module and is repeating patient results on channel 1 of the same ise module. No adverse event occurred. The na electrode lot number was d94. The expiration date was not provided. The na electrode was installed on the module on 19-feb-2018. The fse visited the customer site and found obstruction in the ise waste tubing. The fse repaired the crimped tubing coming from the syringe to the nozzle and removed crimp in ise waste tubing. Syringe seals and all electrodes were replaced. The ise fluidics were decontaminated. Ise checks were performed and the customer ran acceptable calibration and qc. The customer has not had any additional issues since the service visit.

Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event.